Event description:
It was reported that noise was noted on the lead. Excessive noise caused oversensing and inhibited pacing. The physician was considering device exchange. The lead remained monitored.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.